Event description:
User received false positive troponin t result for one pt sample. Initial result was 0.099 ng/ml, repeat result was <0.010 ng/ml on the same analyzer and <0.010 ng/ml twice on another analyzer. User did not report the first result, only the negative result. The field service representative was not able to find a cause and checked the analyzer. Performance tests were performed which were within specification.